Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted and replaced due to an associated lead. The ra lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: d154awg, implantable cardioverter defibrillator, (B)(6) 2007. A 6949, implantable tachy lead, (B)(6) 2007. (B)(4).